Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the error was most probably caused by a temporary contact problem of the copra/aaq board within the image acquisition system (ias-a) of plane a. This causes the ias-a to reboot and to enter bypass mode. Generally, the system will enter bypass fluoro mode if the imaging system is not available and only continuous fluoroscopy (no pulses) with compromised image quality is available. This safety feature allows system functionality for rescue functions; however, no scenes can be saved and reviewed. As a result of this intermittent behavior the customer decided to move the patient to an alternate system to complete the procedure. A siemens service engineer performed an onsite evaluation and performed diagnostic testing. The copra/aaq board in the ias-a was reseated and the intermittent behavior was eliminated. An exchange of parts was not necessary and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that the system switched to bypass and the ias computer rebooted. After the system reboot, the error continued to occur. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.